Event description:
It was reported that the lens was damaged (broken haptic) during insertion into the eye. The surgeon enlarged the incision slightly to remove the damaged lens. A new lens was implanted and the outcome of the surgery was good. The inserter that was used during this event is reported under 1119279-2012-00158.

Manufacturer narrative:
The lens was requested but has not been returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.